Manufacturer narrative:
The albumin reagent lot number was 92149601 with an expiration date of 31-jul-2027. The qc was acceptable. The alarm trace showed multiple "r2 abnormal aspiration" alarms. The reaction curve was abnormal, pointing to an issue with the reagent pipetting. The field service engineer replaced the reagent probe. The instrument was performing within specifications. The service actions of replacing the reagent probe resolved the issue. The root cause was due to a mechanical failure of the reagent probe.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with tina-quant albumin gen.2 assay on a cobas c 503 analytical unit. The initial result was 5.13 g/l. The initial result did not match the patient's previous results, prompting the repeat of the sample twice. The repeat results were both 41.1 g/l. The repeat results were deemed to be correct. No questionable result was reported outside the laboratory.